Event description:
It was reported that during a da vinci-assisted surgical procedure, the vessel sealer extend instrument would not rotate. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the vessel sealer extend instrument to perform failure analysis. The instrument was analyzed and found to have a grip ring dislodged. The instrument was placed on an in-house system and passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips did not open. The dislodged grip ring likely caused the grips to not open. The grip open lever was not functional. The grip ring moved freely up and down grip the grip drive adapter. Additionally, the instrument was found to have a grip ring screw loose. The grip ring screw was found loose at the grip ring. As a result of the grip ring screw being dislodged, the grip ring was dislodged and moved loosely. .